Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no issues were noted. Product failed functional testing with hand piece error when inserted into mdu receptacle on test control unit. Cause of hand piece errors is a corroded reverse button spring that was stuck in the ¿on¿ position. The complaint was confirmed and the root cause has been determined to be corrosion of the reverse button assembly. Factors that could have contributed to the event include a buildup of corrosion/debris around the button assembly from cleaning chemical fluid ingression over time. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the mdu presented an error message and button is not working. No patient injury reported.